Event description:
It was reported to the boston scientific corp that after placement of a corflo cubby low profile gastrostomy device, the pointed tip of the adapter broke. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. A visual examination of the returned device noted a crack in the locking mechanism. The cause of the malfunction is undetermined.